Event description:
Customer reported that segments of the insulin pump's display were missing. Blood glucose level was 133.2 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unit had missing segments due to cracked zebra connector on lcd/b. Unit had minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.